Manufacturer narrative:
H4: device manufacture date: lot 22h030 was manufactured from august 22, 2022, to september 9, 2022. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photo samples showed droplets of fluid inside a yellow bag suggesting a leak event occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; there was liquid in the bag that surrounded the pump. This was discovered prior to dispensing the item to a patient. The product was filled with 3150mg fluorouracil and sodium chloride 0.9%. There was no patient involvement. No additional information is available.